Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited contour sharpness of the distal end of the insertion section; broken light guide-bundle of the video cable section; dent on the outer tube near the distal end; and the light transmission was lost or too low. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the light guide-bundle of the video cable section was broken and therefore the light transmission was lost or too low. A root cause for the remaining malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.